Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: when the unit was plugged in it smelled like burning. The unit was tripping the breakers on the boom. The probable root causes could be: 1) defective component on the competitor integration board or 2) power surge on competitor integration board. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was found that a component of the device was burnt. This happened prior to procedure and there was no patient involvement.